Event description:
It was reported via voluntary medwatch that this pacemaker was explanted due to methicillin-resistant staphylococcus aureus (mrsa) bacteremia. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch received: mw5156782. D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.